Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the 2fr per-q-cath PICC was inconclusive since the original sample was not returned for investigation. Sixteen unopened per-q-cath kits from lot reaq1367 were returned for investigation. No damage was observed on the returned lot samples. A functional test of each sample revealed that the catheter lumen was patent to infusion and no leaks were identified in any part of the catheter. The cause of the reported damage was unknown, but the catheter may leak if the tubing is compressed against the stylet or if the stylet is repositioned within the catheter without flushing the catheter prior to use. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ regarding stylet use, the product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reaq1367 showed no other similar product complaint(s) from this lot number.

Event description:
The dealer reported that some of their hospitals have found the device to leak prior to use. It was stated the hospitals discontinued using per-q PICC with same lot bought from the dealer.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1367 showed no other similar product complaint(s) from this lot number.

Event description:
The dealer reported that some of their hospitals have found the device to leak prior to use. It was stated the hospitals discontinued using per-q PICC with same lot bought from the dealer.